Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 679 mg/dl. Cause was not known. As a result, the customer visited the emergency room (ER) where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer and the customer was released from the ER on (B)(6)2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.